Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During implantation, the patient when asystolic when the impella was advanced across the aortic valve, requiring two rounds of cardio-pulmonary resuscitation and a temporary pacer. Reportedly return of spontaneous circulation was achieved after the transvenous pacemaker was placed. Also, the patient was bleeding from all the impella access sites, heparin was withheld. The patient continued oozing, a total of 5 units of packed red blood cells. 2 platelets and one plasma. When the procedure was completed the impella repositioning sheath dislodged from the arteriotomy and pulsatile bleeding was noted, the physician re-advanced the sheath, and re-sutured which reportedly resolved the bleeding. The patient remained on impella support and was successfully weaned.